Event description:
Customer reports lancet does not retract and the lancet is currently sticking out of the softclix system. No accidental needle sticks reported. No adverse events reported. Requested return of suspect device and replacement was sent.